Manufacturer narrative:
On (B)(6) 2020, mentor completed evaluation of the device. Device evaluation summary: the device was visually inspected and no apparent damage was found. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The second product received (product code 3505001bc and lot number 7678975) is a concomitant device (contralateral), therefore no further analysis is required. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture, baker grade 3. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a(B)(6) hispanic female patient underwent a primary breast augmentation with mentor memorygel breast implant 500cc and experienced capsular contracture, baker grade 3 on the right side post-operatively, which was confirmed by a physician. It was also reported the patient had some pain on their right wrist running down their arm. As a result, the patient underwent explantation on (B)(6) 2020.